Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter experienced a needle that would not retract. The following information was provided by the initial reporter, translated from japanese to english: this is a report about a needle retraction failure of iagbc. According to the customer's report, the hcp pressed the button but the needle was not retracted.

Manufacturer narrative:
H6: investigation summary four photos were received by our quality team for evaluation. The first photo shows the top web of an opened unit package and a used IV catheter device that has no catheter adapter assembly present, has the protective needle cover removed, and is with media present in the flashback chamber. The second photo shoes a view of the needle and button grip area which shows media present at the tip of the needle and the button to be completely depressed. The third and fourth photos show enhanced views of the area of the button and grip area. One unit was also received in the same condition as the photos. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Visual observation of the unit reveals evidence of cured adhesive at the hub, button and grip. Reset the activation and conducted functional testing for needle retraction at which point the button completely depressed and the needle did not retract as expected, confirming the defect. There was no movement of the hub, at which time the bond restricting the needle from retracting was broken. At this point it was concluded that the misplaced adhesive did not restrict the button from depressing but did hinder the retraction of the needle which was confirmed with the observation of adhesive between the hub and grip. During manufacturing at the adhesive dispense process, adhesive on the outside of the hub, in the grip and / or the button can occur due to station misalignment and result in the failure of needle retraction. Per the quality control plan, inspections for needle retraction and excessive adhesive are performed periodically during the manufacturing process that mitigates the occurrence of this defect. The preventative maintenance was conducted as scheduled with no deviations. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter experienced a needle that would not retract. The following information was provided by the initial reporter, translated from (B)(6) to english: this is a report about a needle retraction failure of iagbc. According to the customer's report, the hcp pressed the button but the needle was not retracted.